Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient reported they were experiencing a sudden electric shock since yesterday. She called her hcp who told her to lower her stimulation. With every step she lowers, she feels another shock. Now she is at 0 and she wants to try again to up the stimulation, she gets a message saying 'neurosense is active' and she should try again in a few minutes. With the help of technical services, they turned the neurosensing off, after which the patient was at least able to increase stimulation again, seemingly without shocks. There was no 'low output detected' message in the about section. The patient was referred back to her hcp to discuss the neurosensing.